Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter service personnel. This condition was due to the air in line printed circuit board (ail pcb) being out of calibration. To correct this condition, an ail calibration was performed with the readings verified as being within specification. No further action was needed. The user interface module master software version for this device is colleague 2006(6.13.90).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "810:11." This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface software version is currently unknown.